Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a flush/loose drive support disk. The unit also had a cracked reservoir tube lip.